Manufacturer narrative:
Cec adjudicated the event as related to device and the revascularization as a clinically driven target lesion revascularisation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one admiral xtreme balloon catheter was used to treat the left anastomosis. Approx 18 months post index procedure the patient suffered avf shunt stenosis. The patient was treated with medication and pci of the venous outflow. This was reported as a target lesion revascularisation. The investigator and safety assessed the event as not related to the index device, procedure or paclitaxel. The patient recovered.

Manufacturer narrative:
Patient has a history of renal insufficiency and previous peripheral revasc of the anastomosis. A non medtronic pta was used to treat the reported stenosis. If information is provided in the future, a supplemental report will be issued.